Manufacturer narrative:
The investigation showed that the reported error was not a malfunction of the system, but an individual error in workmanship by the service technician. According to the technician's statement, he had not performed the adjustment of the flat panel detector (fd) according to the requirements of the adjustment instructions, which meant that the incorrectly calibrated system was not capable of performing fluoro or acquisitions. Following service and calibration performed according to the instructions, the system worked properly. The reported error has not reoccurred. No systematic error could not be identified by the investigation. The adjustment instructions were re-examined and found to be proper. Internal ID# (B)(4).

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zeego system. During an interventional procedure, the user reported problems with calibration, and the text "not calibrated" was displayed over all of the images. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.